Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported to the manufacturer representative being given a new medication for the treatment of varicella and that temporarily resolved the patient's pain. Because of that, there was a lack of urgency with regard to recharging, resulting in not using the spinal cord stimulator (scs) for six months. The device was overdischarged. A physician mode recharge (pmr) was attempted, but was not successfully completed. The patient was being boarded for a replacement. Diabetes type 2, hypertension, and dyslipidemia.